Manufacturer narrative:
The following components were received in the return: fractured catheter assembly with guidewire loaded through and untethered sensor. Visual inspection of the skiving portion identified torn skives and retracted tether wire. The returned guidewire was found to be within specification with a 0.018¿ thickness determined by snap gauge. Visual inspection of the detached sensor was found to be normal. Inspection of the length of the catheter identified that the delivery system was fractured in two portions with excessive kinking and damage observed. Further investigation is necessary to confirm if damage occurred during implant or during extraction of device. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the case was cancelled due to the guidewire becoming stuck in the delivery catheter. Moreover, the delivery system could not be advanced past the right ventricle. The guidewire, delivery system, and the sheath were able to be pulled out of the patient.